Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 4.0x20mm promus element stent was deployed. A 15mm x 4.00mm nc quantum apex balloon catheter was selected to post dilate the lesion. The balloon burst on a calcium that was "supposedly or allegedly sticking" through the stent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).